Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance. Technical services (ts) provided a potential cause. The health care professional (hcp) planned to call the physician. The lead remains in use. No adverse patient effects were reported.